Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit wont pass pim leak test, k1. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, replaced the pneumatics module to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed pneumatic module assy was returned to the failure analysis and testing department(fat) for investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pneumatic module into the cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Part failed the vacuum and leak portion of the all manifold test. Fat was able to verify the reported failure of this complaint. Retaining the part in the failure analysis and testing department per procedure.